Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. B3: unknown; no information has been provided to date. D4: UDI number, catalog number, lot number, expiration date, h4, and g5 are unavailable.

Event description:
It was reported that the tubing exhibited a leak. The tubing was replaced and the patient was able to continue therapy. No patient injury was reported.